Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that when an attempt was made to download information from the pump, there was data missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: during investigation, the pump¿s history was reviewed and showed a manual time change from (B)(6) 2013 11:53 a.m. To (B)(6) 2013 11:52 a.m. And showed that multiple occlusions had occurred; the force at the time of the occlusions was high. The dates in the total daily dose history were incongruent, changing from (B)(6) 2013 to (B)(6) 2013 and from (B)(6) 2013 to (B)(6) 2013. For testing, the pump time and date was set and the pump exercised for 24 hours. Unrelated to the complaint, evaluation revealed the pump reset to default time and date when the battery was removed for less than 24 hours. The pump was opened and the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.